Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Lot: 7073381.

Event description:
It was reported that the patient experienced inadequate stimulation as the spinal cord stimulation leads were originally placed too medial to the pain area. Device reprogramming was unable to resolve the issue. The patient underwent a revision procedure where two new leads were added. The patient was doing well with improved stimulation coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Lot: 7073381.

Event description:
It was reported that the patient experienced inadequate stimulation as the spinal cord stimulation leads were originally placed too medial to the pain area. Device reprogramming was unable to resolve the issue. The patient underwent a revision procedure where two new leads were added. The patient was doing well with improved stimulation coverage postoperatively.